Event description:
The customer reported that during a patient event, the device would continue to prompt "press analyze" after the defibrillation electrodes were attached to the patient and the analyze button was pressed. The device would not analyze the patient's rhythm. Emt's arrived soon after (unknown delay in back up device arriving) and continued patient care. The patient did survive and did not suffer any adverse effects as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to verify the reported failure; however observed this failure to be intermittent. Physio observed the device to fail upon initial evaluation but after the top case of the device was removed, the reported failure was no longer observed. After the device was assembled, the device functioned normally. Proper device operation was observed through functional and performance testing. The device will be returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
After further evaluation, physio-control replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The main pcb assembly was further evaluated in the failure analysis center and the reported failure could not be duplicated. The cause of the reported failure could not be determined.